Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9610978-2008-00172, 1016427-2008-00192, and 9616099-2008-01701.

Event description:
During a carotid stenting procedure, the pt had an episode of bradycardia and hypotension, which was treated with atropine and neo-synephrine. Thirty-one hours post-procedure, the pt suffered a myocardial infarction (mi). The pt is a female with a history of 3-vessel coronary disease and chronic angina. The pt was enrolled in the study. The target lesion was the right internal carotid artery (ica). The vessel was described as moderately calcified and circumferential. Tortuosity was mild. The rate of stenosis was 80%. The physician made access to the pt in the right femoral artery. An arch aortogram and selective carotid angiogram was performed. Following angiography a cook shuttle sheath was inserted and a 6mm angioguard distal protection device was advanced and positioned in the target vessel, distal to the lesion. Pre-dilation was performed with a 4x20 aviator balloon. During pre-dilation, the pt suffered an episode of bradycardia and also became hypotensive. Atropine and nitroglycerin were administered. Following pre-dilation, a precise stent was successfully placed at the lesion and post-dilated with a 5x20 aviator balloon. The pt's heart rate and blood pressure was stabilized. The procedure was successfully completed. The pt tolerated the procedure well and was neurologically intact when taken from the angio suite. The physician noted that the bradycardia and hypotension was due to balloon angioplasty induced baro-receptor trauma, which was successfully treated overnight with neo-synephrine. Approx thirty-one hours post-procedure, the pt suffered an mi. The pt's peak troponin was 19.88 the morning of 2008. Later that day, troponin dropped to 12.9. The pt was discharged the next day. There were no new complaints. She was discharged home in stable condition. There was no chest pain. The pt was free of focal neurological effects.